Event description:
It was reported that prior to the implantation of a cannula the surgeon discovered that the size of the connector on the distal end that is connected to the extracorporeal circulation system was incorrect. The sterile packaging was labeled 3/16" but the connector was ¼". The cannula was replaced with a cannula of correct size. There was no pt injury. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. The cannula is currently being held at the facility's risk mgmt dept and is currently unavailable for eval. If the device subsequently becomes available for investigation a supplemental medwatch will be submitted. Two photos, 1 of the packaging and the other of the product, were provided. The preliminary investigation is based on the eval of these pictures. Items marked ni are unk at this time.